Manufacturer narrative:
This complaint is linked to 2 other complaints as according to the available description. Several events occurred during this surgery. This complaint is related to the tetraplegia of the patient after the surgery because the second cage was implanted too deep in the spinal canal. According to the reporter , the implantation position of the second cage is deeper than the first one since the first cage has slightly damaged the vertebral body. The product was not returned to ldr medical yet. No visual and functional evaluation could be performed. The review of the device history records and the traceability are not possible because the lot number of this instrument are not provided. Attempts have been made to obtain more information about this case. Investigation still in progress. Conclusion not yet available.

Event description:
Roi-c: malfunction: inserter too deep. From information provided, the above anchoring plate of the first roi-c cage is pushed by the impactor and the cage is found fractured. The patient¿s vertebra is damaged. After the second roi-c cage is implanted which anchoring plate is dead locked. The surgery is completed by the third roi-c cage. The patient was temporarily paralyzed after the surgery and is getting better now. Additional information on december, 12th 2018: the patient has been discharged from hospital after the operation and is still recovering. The first implant was the broken implant, the second implant was the locked implant. The second implant was too deep because the bone in front of the limited-depth on the implant holder was destroyed when the broken implant (the first) was removed. The second implant was inserted a little deeper, but not into the spinal canal. The reference of the anchoring plates are not available. The surgery was done completely according to the requirement. The reporter doesn't know if the axis of the disc space was respected (any sagittal angulation toward head or foot direction). The surgical technique was fully respected for anchoring plate impaction sequence (use of impactor #1 then impactor #2). The reporter doesn't know if the first anchoring plate was fully seated (residual gap between mechanical stop of holder vs impactor, misalignment between laser mark indicators). According to the reporter, it is not possible that two anchors were implanted in the same slot. There is only one anchor impacted in one slot. No images and sales order available. The issue occurred for implantation of the second anchor. The anchor plates are inserted in the required order. Additional information on december, 28th, 2018: the above anchoring plate of the first roi-c cage is pushed by the no.1 impactor and the cage is found fractured which caused the patient¿s vertebra of the implanted area are damaged. The implantation position of the second cage is deeper than the first one since the first cage has slightly damaged the vertebral body. The anchoring plate of the second cage has locked is suspected caused by the holder. The patient's health condition is complicated before the surgery and it happened during the defect product in operation. So there is a short period of paralysis occur after the operation, and patients are recovering normally later. Attempts have been made to obtain more information about this case. There are two other complaints "link" to this complaint. This complaint is related to the temporarily tetraplegia of the patient after the surgery.

Manufacturer narrative:
Corrections to all fields. This MDR report was submitted in error. There is no information available that suggests that there was a malfunction of the device. Additionally, the device did not contribute to a death or serious injury.

Event description:
This MDR report was submitted in error. There is no information available that suggests that there was a malfunction of the device. Additionally, the device did not contribute to a death or serious injury.

Manufacturer narrative:
Fields b1 and b2 were updated as the patient had temporay disability post-surgery . After several attempts, it was not possible to get the reference and lot number of the product. As the reference and lot number of the product is not known. It was not possible to perform the review of the device history records. From information provided, the review of the case with product range manager, the recurrence of this type of event for this implant and on the cause for the event was found a user error. It points out that the surgeon did not follow the instruction as mentioned in the surgical techniques : as its not recomanded to implant the device in recent context of trauma on the disk(s) to operate. Indeed, knowing that the patient's vertebra was damaged, the surgeon should not have inserted the implant. The inserter couldn't be functional as the disc space was compromised due to patient's vertebra damaged. In addition , as mentioned in the surgical technique: that the implant holder¿s adjustable stop comes into contact with the anterior wall of the superior vertebra. Which in this context was not possible. Root cause : user error - instruction not followed during the second cage insertion.

Event description:
Roi-c : malfunction inserter, too deep. 3 complaints are opened for below event. Dl825656 for explanation. This complaint is related to the temporarily tetraplegia of the patient after the surgery. From information provided by the complaint report , the above anchoring plate of the first roi-c cage is pushed by the impactor and the cage is found fractured. The patient¿s vertebra is damaged. After the second roi-c cage is implanted whose anchoring plate is dead locked. The surgery is completed by the third roi-c cage.the patient was temporarily paralyzed after the surgery and is getting better now. Additional information received on january 03rd 2019 : more details have been provided : the second fusion device, due to the failure of the depth limiting device, the cage was too deep when implanted, which caused the neurothlipsis. So the second cage was removed and the third one was implanted. The third cage implanted and remained in patient body is unknown. About the tetraplegia, it happened since the second cage pressured on the nerve. Accordind to the reporter , this patient impact was temporary and the patient is recovering well since. There are two other complaints link to this complaint. This complaint is related to the temporarily tetraplagia of the patient after the surgery.